Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer completely shut down. It was noted that the overlay and bezel shield, the rear display cover latch, the power cord bay and the keyboard were all broken. It was noted that the lower case feet were worn, the system fan was noisy, the media bay door was damaged, the link electronic module (lem) board failed the final test, the lower display bullet and hinge plate screws were missing. The media bay gasket and the nylon standoff were replaced as preventative. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer totally shut down and would not open with nothing showing on the screen. No patient complications have been reported as a result of this event.